Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The medium large-clip applier instrument has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history found the complaint for the other medium large-clip applier instrument reported for in this event. The MDR for the other instrument can be found under the report with patient identifier (B)(4). A review of the instrument log for the medium large-clip applier (part number: 470327-12, lot number: n10190219-0011) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The instrument was used 2 times during the procedure and it was used for 5 minutes and 15 seconds. The instrument had 53 uses remaining out of 100 max tool uses. This complaint is reportable due to the following: it was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument failed to clamp down on the ligation clips. The clips were retrieved during the same procedure. The surgeon used a backup instrument. The procedure was completed with no injury to the patient. The endowrist and single-site medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 310 mm in diameter. A clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument failed to clamp down on the ligation clips. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the surgeon used hem-o-lok, medium-large polymer clips. The clips would not latch on and fell inside the patient. This happened with two medium-large clip applier instruments ((B)(4)). All clips were retrieved during the same procedure. The surgeon used a third medium-large clip applier instrument without any issues. The procedure was completed with no injury to the patient.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found with a bent grip and as a result, the clips could not be properly loaded onto the grips. The root cause of this failure mode attributed to mishandling and it occurs when excess force is applied to the instrument¿s jaws. The instrument was installed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. An in-house clip was manually installed onto the bent grips and the instrument passed the clip test. Updated information can be found in the following fields: d9, e4, g3, g6, h2, h3, h6, h10.

Event description:
Refer to h10/h11 for follow-up information.